Event description:
Pt was undergoing cataract removal with intraocular lens (iol) implant and insertion of I stent, the first of 2 stents deployed as it should but the 2nd would not deploy at all-another istent had to be opened.